Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode and was externally converted at the emergency room. When the ICD was interrogated, a 'possible device malfunction' message was exhibited. When interrogation was attempted a few days later, the ICD could not be interrogated.